Manufacturer narrative:
(B)(4). Approximate age of device - 5 months (calculated from the date when the system controller was issued to the patient). The reported incident of difficulty in fully inserting the driveline into the system controller could not be conclusively confirmed or reproduced during the investigation. During analysis, the connectors from multiple test lvads were able to be fully inserted into the returned system controller without any issue being noted. Although the returned system controller was able to be connected as intended to the test lvads in the laboratory, the manufacturer has identified similar events related to difficulty in completing the driveline connection during system controller exchanges, and these events are being addressed through the manufacturer's corrective and preventative action system. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history. No device functional issue was identified during analysis. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was at home and received a driveline fault alarm on the system controller. The hospital physician on call instructed the patient and caregiver to change the system controller. It was reported that the caregiver disconnected the driveline from the system controller and could not engage it into the new system controller, panicked and dropped the driveline. The patient lost consciousness, 911 was called and upon arrival, found the patient unresponsive. The patient's downtime was of unknown duration. The patient was intubated and transported to the hospital. Neurologic status was reported as "questionable". The patient coded on (B)(6) 2015 and the patient's family decided to terminate all support.